Event description:
Patient presented to the ER physician with pain at the ipg site. ER physician placed the patient on IV antibiotics for infection.

Event description:
Patient presented back to the physician with continued infection at the ipg site. Physician brought the patient into the or and removed the entire inspire system.